Event description:
It was reported that the balloon was inserted through two newly deployed stents and into a posterior lateral branch lesion. The balloon was inflated to 10 atmospheres twice after the two successful inflations, the opensail was removed through the "rhv" and it was noted that the balloon was missing when the catheter exited the "rhv". Only the distal inner member was attached to the proximal catheter. The distal balloon was found inside the "rhv" and was successfully removed from the pt. No pt injury was reported.